Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors underinfused; further described as the two units did not finish infusing after 50 hours while they were scheduled to complete in 46 hours. This was observed during use. The two units were filled with 5-fluorouracil 60ml and 45ml saline solution with a total fill volume of 105ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured between december 1, 2020 to december 2, 2020. The actual device was not available; however, seven (7) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range for all samples. The reported condition was not verified in the companion samples. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.